Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow-up appointment, the pacemaker was noted to exhibit premature battery depletion. The patient was hospitalized and underwent a successful device replacement procedure. This pacemaker was explanted and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow-up appointment, the pacemaker was noted to exhibit premature battery depletion. The patient was hospitalized and underwent a successful device replacement procedure. This pacemaker was explanted and no additional adverse patient effects were reported.